Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported during use that the unit had shut down and then came back up and rebooted. It continued to function however then rebooted again. The patient was then switched to another unit. There was no patient injury reported. It was also conveyed by the user that there was a "hot" smell, however at the time it was not determined if the smell was coming from the device or the outlet that the unit was plugged into. Subsequently the biomed tested the outlets and they appear to have no issue. The power supply and batteries were replaced.

Manufacturer narrative:
The information provided by the user and the log file of the affected device were analyzed for investigation. Based on the log file the reported reboots can be confirmed. Moreover, as the root cause the log file revealed a shortened batterie run time of the device due to depleted batteries. After the device has been reconnected to the main power it restarted and continued ventilation. If savina 300 is not connected to mains power or is not equipped with an external battery, the unit switches to the internal battery with audible alarm and the display message "internal battery activated" occurs. Different alarms will indicate the state of the batteries during the discharging process. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. The pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. If the ventilator is connected to ac mains again, it will restart immediately, and the ventilation will be continued with the last settings. After the device has been reconnected to the main power it restarted and continued ventilation. The maximum run time of the batterie type used in savina 300 can be altered due to aging or when used in alternating mode. The batteries have been replaced which resolved the problem. The device has alerted the remaining run time and the shut down as specified by posting the corresponding alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use that the unit had shut down and then came back up and rebooted. It continued to function however then rebooted again. The patient was then switched to another unit. There was no patient injury reported. It was also conveyed by the user that there was a "hot" smell, however at the time it was not determined if the smell was coming from the device or the outlet that the unit was plugged into. Subsequently the biomed tested the outlets and they appear to have no issue. The power supply and batteries were replaced.